Event description:
It was reported that a merlin transmission revealed the pulse generator exhibited premature battery depletion. The patient presented in clinic on (B)(6) 2015 and the device reached end of life. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of premature battery depletion. The depletion was due to an integrated circuit anomaly. Replacement of the integrated circuit resumed normal function.

Manufacturer narrative:
(B)(4).